Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was getting prepared for a trial procedure. As soon as the local anesthetic was given the patient became anxious. The physician abandoned the procedure prior to any equipment being opened.